Event description:
Patient having some changes to breathing and headache; dates not provided. Spoke with (B)(6), unspecified healthcare provider, to provide veletri dosing information. The pt was admitted to the hospital around 9:30pm on (B)(6) 2024 due to central line leak. Per (B)(6), the line was temporarily fixed and medication is still being infused and pt will have surgery on (B)(6) 2024 to have central line replaced. No further information, details, or dates available. Product lot number and expiration date were systematically retrieved from the dispensing system.